Event description:
The physician reported that at scheduled f/u on (B)(6) 2013 the device showed a warning message related to ventricular oversensing. Subject device was the replacement for an ovatio crt, sn (B)(4), implantation date: (B)(6) 2007 (replacement due to normal eri). The oversensing has already seen on former device and same lead. The physician wants to know, if this problem could be caused or contributed by the implanted ventricular lead isoline 2ct6 (sn: (B)(4), implantation date: (B)(6) 2007).

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.